Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of possible occlusion and vent blockage from the reservoir. The customer's blood glucose reading was unknown. The customer stated that he cannot get reservoir to push insulin through the line. The customer stated that it happened once a week. The customer stated that he tried to get insulin to drip out the end with plunger before going in the pump, but plunger will not move. The customer was advised of the causes and ways to avoid possible vent clogging on p-cap vents.